Manufacturer narrative:
Till today, the medical product has not been provided for analysis and could therefore not be examined itself. The analysis is therefore based on the review of the production documents and the analysis of the available data. The manufacturing process of this lead was reviewed. No anomalies were found. All manufacturing steps had been carried out correctly. The available iegms confirmed the interference signals complained about in the right-ventricular channel, which led to oversensing. In addition, the pacing impedance trend curve in the recording period between (B)(6) 2018 and (B)(6) 2018 showed intermittent drops from 530 ohm to less than 200 ohm. Despite the available information, no conclusive evaluation regarding the defect can be made. This would require examining the lead itself. If additional relevant information or the lead itself should become available, the incident will be updated accordingly.

Event description:
Ous MDR - approximately 48 months after implant, it was reported that artifacts were visible during follow-up. This lead was capped on (B)(6) 2018.